Event description:
The MFR received info alleging a ventilator does not self-cancel the 100% oxygen feature. There was no harm or injury reported.

Manufacturer narrative:
Eval of the device at the MFR's service ctr determined that the device's software needed to be re-loaded to address the issue.